Event description:
It was reported that pump was in extreme temperatures for an extended period of time and multiple temperature alarms occurred. Customer went to the emergency room with vomiting, high ketones, and blood glucose value of 317 mg/dl, and was subsequently admitted to the ICU. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.